Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed hardware low level failure during self-test. The customer's blood glucose value was unknown. Due to calibration error and sensor update found in alarm history, requested self-test which generated hardware low level failure. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. The insulin pump failed self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.